Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the unit had a cracked elbow on the water-out circuit and leaked. This cooler/heater unit had been in storage for about a year after the operating room (o.r.) Was shut down. The unit was being checked out to be put back into service when the customer found reported issue. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The unit was repaired by the customer. The suspect part was returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded.